Event description:
It was reported that there was an unknown product issue. It was noted that the single lead was to be replaced with a paddle lead. It was noted that action was taken but not yet planned. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information was requested but was not yet available as of the date of this report.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3550-29, product type: accessory. Product ID neu_siliconeanchor, product type: accessory. Analysis results were no available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead, serial # (B)(4), revealed no significant anomaly but it was noted the body was cut/segmented. Analysis of the implantable neurostimulator, serial # (B)(4), revealed no anomaly. Analysis of the plug and silicon anchor revealed no anomaly.

Event description:
It was reported there was no lead revision. It was noted there was a battery pocket revision on (B)(6) 2013. It was noted the patient¿s status was ¿good.¿

Manufacturer narrative:
(B)(4).

Event description:
The company representative reported on (B)(6) 2013 that the patient underwent a complete replacement. The percutaneous lead was removed and replaced with a paddle lead. The ins was replaced as well. It was then clarified on (B)(6) 2013 that the lead was replaced because it had migrated and the patient had been getting ineffective therapy. The physician requested to replace the battery at the same time as the lead. There was no issue with the battery. The company representative could not recall what the comment about the pocket revision was referring to. The patient was getting good stimulation and doing well now, she was very happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.